Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe had foreign matter. The following information was provided by the initial reporter: material: unknown; batch#: unknown. Verbatim: complaint via email. The complainant said there were 2 instances of the foreign matter where they did not use the vials which was a total of 8 vials. There was 1 instance where they did use the vials which was a total of 4 vials. Complainant said that for each instance they use 4 vials of the product and draw all 4 vials into one syringe. For the 1st instance (4 vials), the foreign matter was not seen until the product was in the bag. The foreign matter was described as floating in the bag. This dose was not used. Size: the size of a piece of fish food. Shape: like a piece of fish food, irregular in shape. Color: light in color like dandruff.